Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Upon opening the tray, it was discovered that the glass syringe was broken. No saline was present in the syringe or present in the tray. It appears the breakage happened long enough ago that the saline dried up. No harm was done to any staff members.

Manufacturer narrative:
(B)(4). A device history record review was performed on the kit, the lor syringe, and the saline ampule with no relevant findings. A corrective action is not required at this time as a potential cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the kit, the lor syringe, and the saline ampule with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken lor syringe/ampule could not be determined based upon the information provided and without a sample.

Event description:
Upon opening the tray, it was discovered that the glass syringe was broken. No saline was present in the syringe or present in the tray. It appears the breakage happened long enough ago that the saline dried up. No harm was done to any staff members.